Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the clinic after feeling the vibratory notifier for an out of range hv lead impedance. The remainder of the electrical measurements on the lead was normal and stable. The physician will continue to monitor the elevated measurements.